Event description:
Folgendes wurde gemeldet an hamilton medical ag: bei diesem und mindestens einem zweiten gerät wird gemeldet, dass der inspirationsanschlussstutzen locker ist. Beim aufstecken und abstecken des inspirationsschlauchs wird offensichtlich die bodenform an: 160671 derart verformt, dass die kunststoffplatte des inspirationsanschlusses nicht mehr ausreichend halt findet. Dies kann auch zum ablösen des schlauches zwischen dem blower und dem schlauchanschlussadapter inspirationsseitig führen. The following has been reported to hamilton medical ag: on this and at least one second device, it is reported that the inspiration connection piece is loose. When attaching and detaching the inspiration tube, the bottom mould an: 160671 is apparently deformed in such a way that the plastic plate of the inspiration connector no longer finds sufficient support. This can also lead to detachment of the hose between the blower and the hose connection adapter on the inspiration side. Translated with www.deepl.com/translator (free version)

Manufacturer narrative:
Hamilton medical ag comes to the conclusion: the case came to light during the annual maintenance. The affected foam parts were replaced as spare parts, which solved the problem.

Event description:
Folgendes wurde gemeldet an hamilton medical ag: bei diesem und mindestens einem zweiten gerät wird gemeldet, dass der inspirationsanschlussstutzen locker ist. Beim aufstecken und abstecken des inspirationsschlauchs wird offensichtlich die bodenform an: 160671 derart verformt, dass die kunststoffplatte des inspirationsanschlusses nicht mehr ausreichend halt findet. Dies kann auch zum ablösen des schlauches zwischen dem blower und dem schlauchanschlussadapter inspirationsseitig führen. The following has been reported to hamilton medical ag: on this and at least one second device, it is reported that the inspiration connection piece is loose. When attaching and detaching the inspiration tube, the bottom mould an: 160671 is apparently deformed in such a way that the plastic plate of the inspiration connector no longer finds sufficient support. This can also lead to detachment of the hose between the blower and the hose connection adapter on the inspiration side. Translated with www.deepl.com/translator (free version).

Manufacturer narrative:
Hamilton medical ag comes to the conclusion: inspiratory port is too loosen: not all information is available at the time of this evaluation. Reportedly, intervention took place, no patient was harmed. Investigation was initiated. Root cause: investigation is ongoing.